Manufacturer narrative:
Concomitant product: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported since the last ins replacement, the patient had high impedances on electrode #1. They did a procedure on the day of report and tightened up the setscrew because it had not been tightened up at the time of ins being implanted and this resolved the impedance issue. Please see manufacturer report #3004209178-2016-12723 for information on the patient's concomitant system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.